Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and did not confirm the reported event of a intermittent antenna icon. A definitive root cause could not be determined. It was reported that patient is under 18 years of age. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: system is not approved for use in children (under 18 years of age).